Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the loss of fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the steerable guide catheter leak. It was reported that during preparation of the steerable guide catheter (sgc). The sgc valve was not holding column. The device was not used. There was no clinically significant delay in the procedure. No additional information was provided.